Event description:
It was reported that the patient presented with pacemaker (pm) pocket erosion, and the device was explanted on (B)(6) 2026. The pm was visually observed to have eroded through the skin. Both the right atrial (ra) and right ventricular (rv) leads later eroded through the pocket and were subsequently explanted on (B)(6) 2026. A new leadless pacemaker was implanted on the same day. The patient remained in a stable condition.